Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) - drill the milling burr was not returned and no pictures were provided showing it jammed into the handpiece. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. As the burr was not returned, no pictures provided, and no lot number identified, it's unknown if the burr also contributed to the alleged event of jamming. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that following completion of a pfj knee the burr appeared to be jammed in the burr hand piece. On inspection in the warehouse, it was noticed the burr was extremely difficult to remove. The hand piece was then checked and found to no longer drive the burr.

Manufacturer narrative:
(B)(4). G2: new zealand. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.